Event description:
During the pfa/af procedure, air was aspirated from the sheath when the volt catheter was inserted. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.